Event description:
During baxter's eval of a spectrum pump, it detected a loaded set when no set was loaded. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specifications with respect to the experienced false recognition of a loaded set, which was reproduced. The device was found to recognize a set in load points 3 and 4 when the set had not been loaded, caused by a failed input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.